Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured and all pieces were not returned. The device exhibits signs of extensive wear/usage. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. The device batch information was not provided or present on the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that tension gauge broke during the range of motion check during the case. All pieces were recovered. A backup device was not needed. No delay or injury reported.